Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that guidewire tip detachment occurred. The occluded target lesion was located in superficial femoral artery to peroneal artery. A 300cm, 8cm v-18 control wire was selected for use. During procedure, the device was not able to advance to the target lesion. The device was removed from the patient and when the physician touched the tip of the guidewire, the tip detached. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that guidewire tip detachment occurred. The occluded target lesion was located in superficial femoral artery to peroneal artery. A 300cm, 8cm v-18 control wire was selected for use. During procedure, the device was not able to advance to the target lesion. The device was removed from the patient and when the physician touched the tip of the guidewire, the tip detached. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis; overall visual revision did not identify failures or evidence that could be lost due to decontamination process. It was observed that the guidewire was bent at the distal tip section. It was observed that the polymer jacket was detached. The part of the polymer jacket was returned, and the measure of this damage was 7cm. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was observed that the polymer jacket was detached. No more damages or issues were observed on the device.